Event description:
It was reported that a flogard infusion pump experienced an f-66 alarm (supply voltage of cpu circuitry is too high). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation information: the flogard infusion pump was serviced on-site. A visual inspection, an alarm log review, power on self-test and battery testing were performed. During the alarm log review and power on self-test the f-66 alarm was identified. During battery testing the cause of the f-66 alarm was determined to be a damaged battery. The battery was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.